Manufacturer narrative:
The customer contact indicated that the device was discarded. A rep device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The secure lock male adapter of the extension tubing set was connected to the pt's IV access site for a delivery of an unspecified medication. At an unspecified time, the customer contact reported that a minimal amount of solution leaked from the removable clave port and the winged female adapter of the tubing set. It was reported that the removable clave port was tightened to the female adapter and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.